Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm and no audio or vibrate anomaly noted during testing . Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beeps without message in display and insulin pump was not suspending. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.